Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. A review of the DHR found that the lot met all release criteria. Root cause: unable to determine. Source: email.

Event description:
1 suspected false positive result for quickvue sars otc. Consumer stated they tested negative with a different test, type was unspecified. Multiple attempts were done to gather more details, but consumer was unresponsive.